Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they have had 2 revision surgeries because their battery keeps turning and not staying in the pocket. The patient explained that their battery turns outward, and their healthcare provider has tried to put their battery back in the pocket twice. They stated that both of their revisions took place in 2016. The patient¿s last revision was on (B)(6) 2016, and their first revision was about 6 months prior to that. They stated that their battery has already become loose and turned again since their last revision, sometime in (B)(6) 2017. The patient was to follow up with their healthcare provider. The patient was implanted for non-malignant pain and chronic low back pain.